Event description:
Customer reported problems saving images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor and display adapter pcbs. System operates as intended.